Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "forward firing and/or noted to have fiber damage at the tip" at 18,947 joules. A second fiber was used to complete the case. Pt outcome: "fine".

Manufacturer narrative:
(B)(4).